Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 05apr2016 our affiliate in the (B)(4) received an e-mail from a patient (pt) reporting that he/she purchased the acuvue2 brand contact lens (cl) and that in (B)(6) 2016, the pt opened a ¿fresh foil packet from the same box and used as normal.¿ the pt reported that he/she used the lenses for three days. The pt felt that ¿my eyes became inflamed, irritated, and painful.¿ the pt reported that on the fourth morning ¿my eyesight had deteriorated drastically and the pt could not open my eyes as they were so painful.¿ the pt reported that he/she went to the ¿eye and ear emergency room where I was assessed and treated by the doctor.¿ the pt reported that the doctor ¿took a sample of my eye tissue and contact lens material.¿ the pt reported that he/she was prescribed an antibiotic eye drop for three weeks. The pt reported that ¿my eyesight has not completely recovered.¿ the pt reported that he/she is waiting results on the tests run on the contact lenses. On 21apr2016 additional information was received from the pt by e-mail as follows: the pt reported that ¿both eyes were affected the right one more than the left.¿ the pt reported that he/she was diagnosed with a ¿corneal ulcer related to the cl wear. The contact lenses and the layer of moisture of my eye is nearly gone and will take few more weeks until my eye is fully recovered.¿ the pt reported that the prescription medication was exocin 0.3%, fucithalmic 10mg/g and toradol 50 mg. The pt also reported that he/she returned to the hospital for a follow-up visit on (B)(6) 2016. The pt reported that the suspect product was discarded. On 26apr2016 an email was received from the affiliate with additional information as follows: the pt reported that ¿the diagnosis the doctor gave me was for both eyes and I had to do the same treatment with both eye. My treatment with the doctor is finish now, I just need to continue with the eyedrops until my eyes completely recover. ¿ the pt reported that the doctor advised him/her that the recovery will take about six weeks. The pt also reported that ¿I am using the eye drop every 2 hours some times 4 depending on how quickly dries.¿ the pt reported that he/she didn¿t sleep in the lenses. The pt also reports that she will assist in getting the medical records for review. No additional medical information has been received. This report is for the pts right eye event. The event for the pts left eye will be sent as a separate report. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002gx2 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.